Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The subject reported via phone call that they received infusion line blocked error message while away from home. Subject¿s blood glucose level was 381 mg/dl. It was also reported that they changed infusion set and took 6 units insulin via syringe. The device will not be returned for analysis.